Event description:
Device 2 of 3. Reference MFR. Reports: 1627487-2013-02605 and 1627487-2013-02607. The pt had four leads from 2 separate lots. It was reported, the pt's ipg had eroded through the skin and the pt complained of ineffective stimulation coverage. Consequently, the pt's system was removed due to the issues. The pt's wife could not recall the explant date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.